Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced repeated restart alerts overnight and subsequently an alert 38 motor stall, with high glucose alerts and a reported peak glucose of 400 mg/dl that remained elevated for approximately 12 hours; the device was restarted multiple times, and a replacement ilet was provided with return of the original pending. Symptoms included none reported. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included customer troubleshooting and education, review of device performance based on reported alarms, and logistical actions to replace the device. Investigation of this device revealed an ilet pump alarm consistent with a motor stall and restart/malfunction behavior; the affected component was the pump motor/drive assembly.